Event description:
It was reported that during insertion the delivery device needle was deployed prematurely and there was a piece of tissue stuck on the tip impairing the image. The physician removed the device, removed the scope, and tried to flush to get the tissue out. He also tried picking it out but was unsuccessful. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during insertion the delivery device needle was deployed prematurely and there was a piece of tissue stuck on the tip impairing the image. The physician removed the device, removed the scope, and tried to flush to get the tissue out. He also tried picking it out but was unsuccessful. The procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. A risk review of the rezum delivery device was completed using rezum system hazard analysis and confirmed that the event of tissue damage is defined in the product risk documentation as a harm and system - inadvertent needle deployment is defined in the product risk documentation as hazard. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.